Event description:
The customer reported that the unit was power cycling and intermittently shutting down. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). The customer reported that the unit was power cycling and intermittently shutting down. There was no report of patient involvement. The device was evaluated at the philips repair bench and the failure was recreated. Replacement of the battery pca resolved the failure. The device passed all post-servicing testing and was shipped back to the customer site.